Manufacturer narrative:
The reported high impedance was confirmed. Microscopic inspection showed a fracture in the lead body where the internal wires were broken. Electrical testing showed all the channels were electrically open. This would have caused the patient¿s system to auto reduce. As the high impedance was observed prior to explant, the broken wires are consistent with the extension being exposed to an overstress condition or sudden event while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15128. It was reported the patient was not receiving effective stimulation due to several high impedances. Reprogramming was initially able to address the issue. Surgical intervention was undertaken on 09 jun 2021 wherein both extensions were showing high impedances. In turn, both extensions were explanted and replaced. This addressed the issue.